Manufacturer narrative:
Manufacturer control (B)(4). Follow-up report will be made when evaluation is completed.

Event description:
It was reported that the catheter was inserted via the subclavian vein on (B)(6) 2004. Medication infused included oncovin and adriacin. On (B)(6) 2004, catheter leakage was detected and removal was attempted but unsuccessful. Catheter was "stuck". Catheter was surgically removed on (B)(6) 2004. There were no further pt complications reported.